Event description:
Customer reported she was walking by a cabinet and the tubing got caught on the door. Her insulin pump fell and hit the cabinet. Now the display is blank. Customer's blood glucose is 109 mg/dl. The device was not exposed to moisture. There is a crack around the battery cap. Customer tried a new battery, but the display did not return. After removing the battery for ten minutes, the display appeared for a second or two and then fades in and out. The device then alarms with beeping and vibrating. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted on the isolation tape. The insulin pump had corrosion at the motor and vibrator motor assemblies. No unexpected audio or unexpected vibration anomalies were noted. The insulin pump was received with no battery cap and no battery cap anomaly could be verified. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube and cracked battery tube threads. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.